Event description:
I received some advertisement regarding "the latest new technology in hearing instruments" (B)(6) 2021. You don't have to leave the comfort of your home. I am a 69-year-old registered nurse still working 5 days a week at a 200-bed acute care community hospital. This advertisement intrigued me as I still need to attend and run meetings, give presentations to new nursing employees, do bedside wound, ostomy, continence, and dermatology nursing consultations with patients, and talk with families. I need to discuss my plan of care with bedside nurses and the doctors. In other words, I need to function in a variety of critical situations and environments in my professional life as well as home, church, and the like. My ent doctor describes my hearing loss as profound but after wearing hearing aids since I was in my 20's I have exercised my hearing skills to the max. On (B)(6) 2021 I faithfully paid hear.com llc (B)(6) approved with my (B)(6) credit card. I received no other receipt or contract with hear.com. I only have my bank receipt. I was told one day my 45-day trial was over. This is all texting on their hear.com app. I said I have not got a working product as yet. I heard nothing back. The earpieces did not work for me and trying new ones on went on for weeks I just was not getting a good seal and was unable to hearing in any situation. I began avoiding doctors and texting them as I could not hear, I had people run meetings for me because I could not hear. It was ruining my professional life not being able to hear with the hear.com hearing aids. The audiologist said she was going to (B)(6) to see some other patients and she could make me a mold if I could get to (B)(6) at 5:30 pm. This was 125 miles away. I am 20 minutes south of (B)(6) long way away. She made the mold and sent them to me with the receiver. Well, these hearing aids made all kinds of noises and buzzing sounds. Everyone in the hospital now knows I wear hearing aids because of it now. It was so embarrassing, and it turned me into a nervous wreck. I tried to get my money back, but they tell me my trial period has passed. I said shouldn't the trial start when I have a finished product. The audiologist sent me a second ear mold and receiver and it did the same thing. There was a vent in the mold it was too small, and the wax cleaner line couldn't go through it. Hear.com offered to send me to another audiologist 500 miles away. I said no way too far. A man from hear.com called me and found a place up here close to my home. The new audiologist made me a new ear mold and it fit well. Now the right hearing aid will not hold a charge. Hear.com has cut me off their communication app and they do not answer my phone calls. So, I am out of (B)(6) without a warrantee, and I had a finished product finally after 9 months, but it has failed. I just don't want my experience to happen to anyone else and that is why I am writing. I may try small claims court as I believe this company committed fraud, but how much more money will I loose there? Also, the hearing aid I was given the "new technology" was said to be old technology by the audiologist I saw. And when I look at the photos of the hearing aids myself, I can see that too. And they knew I had a profound hearing loss and needed all the bells and whistles I could get with my loss. They did perform a hearing test on me. FDA safety report ID #(B)(4).